Manufacturer narrative:
Additional information: h3 - yes, evaluation. H6 - codes updated. Investigation results: the complained product was provided, and, therefore, was available for investigation. Visual inspection: aesculap ag received the product broken without original packaging. A hardness test was carried out: target: min. 550 (vickers pyramid number) hv - actual: 636hv. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained product is not possible. Even after good faith attempts for retrieval, no further information could be received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion and preventive measures: on the basis of the available information as well as the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing or design-related failure. The failure complained by the customer could be confirmed. Based on the age of the product and results of the hardness test it is assumed a wrong handling / overloading. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gp188r - elan 4 1-ring twist drill d1.5. According to the complaint description, the reamer broke during a septoplasty. It was retrieved from the nasal cavity using a suction device. An x-ray was also taken to confirm removal of the fragment. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not available. The adverse event is filed under aesculap ag reference no. (B)(4).